Event description:
The reporter stated, the surgeon implanted an implantable collamer lens. The icl was explanted due to low vaulting and lens opacity. Add'l info has been requested but none has been forthcoming. If add'l info is rec'd, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4).